Event description:
Customer reports, the use by date on test strips as 06/30/2008; manufacturer's database confirmed the actual use by date to be 06/30/2005. No adverse event reported. Requested return of suspect device and replacement was sent.